Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, serial# (B)(4). Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was checked with the clinician tablet today and it showed 13% battery remaining and the estimated longevity remaining was 2 years and 5 months. The manufacturer's representative (rep) indicated that the patient had low therapy parameters. The rep provided some therapy settings: one side: amplitude: 0.9 ma 50 pw 185hz other side: amplitude: 1.1ma. The rep stated that the left lead impedance test showed electrode two was high, the caller did not know the specific value. They were using electrode two for therapy programming and during the appointment today the caller programmed to avoid that electrode. When they ended the clinician programmer session they check with the patient programmer which showed less than 3 months and the eri status. The caller was not with the patient. The caller reported that the planned to meet with the patient tomorrow and will check the battery estimate status again. Additional information was received from the rep. The cause was not determined. Actions taken to resolve the issue were they programmed around the contact. No other actions at this time, the current programming is working well with good results. The battery estimates tests showed eri with less than 3 months. This information was confirmed by the physician.